Event description:
A pump declared alarm 30 during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. Technical support assisted the customer in loading a new cartridge using the correct technique, and the customer was able to successfully load the cartridge and resume insulin therapy.